Event description:
It was reported that during generator change after connecting a device to a pacing lead, the device started pacing at 100 beats/min at ddd mode. An atypical behavior was recorded on the screen and even after changing modes, it will go back to that state. Therefore, device was not used and was replaced with a different generator. In addition, in this procedure the atrial lead showed to have the insulation being breached in the pocket and there was noise oversensing on the channel of the lead. The physician asked to add suture sleeve for this lead. All tests were normal. Lead remains implanted. Related manufacturer reference number: 2017865-2022-48972.

Manufacturer narrative:
Correction: h6 medical device problem code of over-sensing added, was previously not included.